Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no pre-balloon aortic valvuloplasty (bav) was performed. The valve was successfully delivered to mid pigtail with no problems. Controlled pacing at 120 beats per minute (bpm) was performed during deployment. The inflow of the valve was approximately 4-5 millimeter (mm) below the annulus. Before full release of the valve, the system dislodged up into the sinus. One tab of the valve was released and one tab was still connected to the delivery catheter system (dcs). Aortogram showed the valve was sitting too high in the sinus so the valve was pulled up higher to the ascending aorta with the tab still attached to the dcs. Once in the ascending aorta, the deployment knob was turned and the last tab was released. A non-medtronic valve was implanted. It was reported that a permanent pacemaker was implanted the same day due to complete heart block (chb). The perimeter of the annulus was 67.2 mm and all the sinus vessels were less than 27 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 29-mar-2024, UDI#:(B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated section h.6 method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: four static images and one media file were provided for review. No imaging of valve load, patient summary, or initial release of the valve were provided. Perimeter of 67.2mm reported would indicate a 26mm evolut and minimum sinuses would need to be equal to 27mm or greater per the device instructions for use (IFU). Imaging shows there is one tab still attached to delivery catheter system as reported along with a supra-annular valve position in the sinus region. Initial implant image has parallax and would not be an accurate view to assess depth. Images of the medtronic bioprothesis in the ascending aorta with an implanted non-medtronic valve are also shown. The provided images confirm one tab was still attached to the delivery catheter system (dcs). The images do not provide a root cause for the paddle not releasing from the dcs. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. One tab of the valve was released and one tab was still connected to the dcs. Per the device training materials, the user should release the tension in the system just before final release to reduce the potential for valve movement and the user should slightly push on the delivery system while turning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, per the training material, if a paddle fails to immediately detach, do not torque (turn) the delivery system handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t, the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. Conduction disturbances are known potential adverse effects per the IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.